Event description:
Edwards received information through its implant patient registry that a 25mm aortic pericardial valve, implanted nine (9) years and twenty-six (26) days, was explanted and replaced with a model 3300tfx 27mm aortic pericardial valve due to stenosis. Through follow up with the health care provider, a pathology report was provided and describes the valve as "with fibrotic and torn leaflets (gross examination only." The operative procedure notes the patient tolerated the procedure satisfactorily.

Manufacturer narrative:
(B)(4). It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Fibrosis most often results in mixed regurgitation and stenosis, with thickened, stiff, and often foreshortened leaflets, the edges of which are sometimes fused. The fibrotic process may be restricted to the leaflets themselves; however, the fibrosis may represent tissue ingrowth from a source extrinsic to the leaflets, similar to that of pannus formation. In this case, no patient history has been made available. The patient¿s young age at time of implant, gender and previous history of aortic stenosis are all considered contributing factors toward stenosis of a pericardial valve. Without return of the device for evaluation, we are unable to confirm the clinical comments made by the health care provider. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.